Event description:
During an in-clinic follow-up, a loss of capture and high pacing impedance were observed on the left ventricular (lv) lead. X-ray imaging was performed, however, no lv lead abnormalities could be observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.